Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (514 mg/dl); cause was unknown. Customer changed infusion site and delivered a correction bolus. System check was performed with tandem technical support and no issues were identified. During system check, customer stated that she thought she could only deliver a bolus for food corrections. Tandem technical support educated the customer that a bolus can also be delivered based on current blood glucose value. During follow-up, customer reported that blood glucose continued to elevate (552 mg/dl) and customer was treated in the emergency room with intravenous insulin and glucose tablet. Customer left the emergency room in stable condition with blood glucose at 403 mg/dl. Customer inserted a new infusion site and resumed insulin therapy.